Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm replaced the power cord reel assembly . During checks the stm discovered the securing tabs on the fiber optic missing; to address this issue the stm replaced the fiber optic extension assembly. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the ground pin on the power cord plug of a cardiosve intra-aortic balloon pump (iabp) is missing. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.